Manufacturer narrative:
(B)(4). The device was returned for evaluation. A review of the device logs revealed no system errors, anomalies, hardware device failures or increased intraperitoneal volume (iipv) events that could have caused or contributed to the reported event. The product analysis lab (pal) evaluated the device and no failure or malfunction were identified that could have caused or contributed to the patient passing away. The device passed the homechoice rite (return instrument test/evaluation) electrical test and the homechoice rite functional test and was determined to meet performance specification requirements per rite testing. An internal and external inspection was performed and found no issues. An evaluation of the device pneumatic system revealed all pressures were correct and stable. A short simulated therapy was performed successfully. Review of the device service history revealed no issues that could have caused or contributed to the home patient passing away. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient died coincident with peritoneal dialysis (pd) therapy. The registered nurse (rn) reported that the cause of death was unknown. The patient was hospitalized prior to the death for an unrelated event and the symptoms of the unrelated event were ongoing until the time of death. The rn stated that there were no overfill events or high drain alarms prior to the patient¿s hospitalization. It was unknown if an autopsy was performed. It was unknown if the pd therapy was ongoing until the time of death. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device was received for analysis. Upon completion of the investigation, if additional relevant information is obtained, a follow-up MDR will be submitted.